Event description:
It was reported that the pump had a system failure error. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received and attached to the file on (B)(6) 2022. There was no patient incident.

Manufacturer narrative:
Other, other text: additional information is provided in sections b.5 and h.10. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H.6: event problem and evaluation code updates were not required., corrected data: corrected information is provided in section d.4.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the top case corners were chipped, the right plunger case was cracked, and the bottom case was cracked by the l-bracket upon receipt. An error code maintenance recommended was found in the ehl (event history log). The customer reported issue was confirmed in that the device was due for annual preventive maintenance, otherwise no device problem was found. Root cause of the reported event is due to preventive maintenance being due, no fault was found with the device. Performed annual preventive maintenance and reset the preventive maintenance date, performed power up process and all functional tests which passed. Product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.